Event description:
It was reported that the device failed to complete the boot-up cycle. There was no report of patient involvement associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a lock-up failure. The device failed to advance beyond the power on self test. Physio replaced the programmed user interface and system control pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system control pcb assembly at the failure analysis center and determined the root cause of malfunction to be an open capacitor, designator c135. Failure of the capacitor disabled the u19 ic chip functionality and prevented complete boot of the test mock-up device. There was no failure of the user interface pcb assembly as it was automatically replaced at the same time as the system control pcb assembly per repair instructions.